Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter customer services representative from royals hospital in belfest by a bioengineer. It was reported that the bottom connector was almost fully disconnected from the accusol bag. One sample is available for evaluation. There was no patient involvement.

Manufacturer narrative:
(B)(4). One sample returned and evaluated. The reported problem was confirmed. The clampex connector and valve was found to be detached from the solution bag. The root cause of the problem could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).